Event description:
The physician reported to olympus that after ligation, this single use ligating device loop did not detach. The tech assisted the physician and deployed the polyloop according to training but failed. The physician cut the inner metal wire in the catheter and used the guidewire to complete the deployment of the loop. The user noticed a hole in catheter about 2 centimeters from the tip. The procedure was completed with the same device. As reported to olympus, the device was inspected prior to use and the loop's protective sheath was removed; the yellow lever was used to open and close loop. The reported device failure occurred at the mid-way point of a colonoscopy procedure. Deployment of the loop took 5 minutes; no adverse health effect to the patient occurred which was attributed to the delay in procedure. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
To date, this device has not been returned for evaluation. The subject device was manufactured on august 2022 based on the provided lot information "28v¿. This report has been submitted by the importer under MDR report number 2429304-2023-00194. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a likely mechanism causing the reported event might be the following: 1) the loop was surrounding the body tissue, and it was temporarily ligated by pulling the slider. 2) the tube sheath was pushed out, and the distal end of the coil sheath went into the tube sheath. 3) an attempt was made to detach the loop in state of above description 2). Therefore, the loop detached from the hook in the tube. 4) while the hook was extending from the coil sheath, the loop moved towards the proximal side and went into the coil sheath. 5) the hook was pulled. This caused the hook and the loop to retract into the coil sheath together. As a result, the loop and the hook got stuck inside the coil and could not move. 6) since the loop and the hook got stuck together inside the coil, the loop did not detach when the slider was pulled. A definitive root cause could not be identified. The event can be detected/prevented by following the instructions for use which state: - "do not strike or crush the coil sheath during operation. Doing so can damage the distal end of the coil sheath, which could make it impossible to detach the loop after ligation. In this case, refer to section 12, ¿emergency treatment¿ and as shown ¿equipment to be used in an emergency¿ on page 3 in this manual. - do not remove the loop from the hook while the coil sheath is not extended from the tube sheath. Otherwise, the loop may be tangled with the hook and become impossible to be removed. In this case, refer to section 12, ¿emergency treatment¿ and as shown ¿equipment to be used in an emergency¿ on page 3 in this manual. - do not hold the loop with the distal end of the tube sheath while the loop is surrounding the tissue. Otherwise, when the tissue is ligated, the loop may be detached from the hook in the tube sheath and tangled with the hook. That may make the loop impossible to be removed. In this case, refer to section 12, ¿emergency treatment¿ and as shown ¿equipment to be used in an emergency¿ on page 3 in this manual." Olympus will continue to monitor field performance for this device.